Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported this date incorrectly.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Replacement generator surgery is likely but has not occurred to date.

Event description:
Surgical intervention did not occur in relation to events previously reported in this report. Report of surgical intervention in the future will be housed in mfg report #: 1644487-2015-03773.

Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6)2014. The notes indicate that the patient experienced daily auras and increased frequency and severity of seizures. The neurologist suspects that the generator is decreasing in intensity. Review of the available programming and diagnostic history showed normal diagnostic results (B)(6) 2012.